Manufacturer narrative:
Device is a combination product. (B)(4). Received product consisted of a taxus liberte monorail catheter with no original packaging. It was noted during unpackaging that contrast was visible throughout the distal shaft. The stent delivery device with the stent was visually, tactilely and microscopically examined along the entire length. The distal end of the stent was stretched approximately 2mm over distal markerband. Tip damage was also found. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the diagonal artery. During the procedure, the physician could not cross the lesion with a 2.5x16mm taxus liberte stent. The procedure was successfully completed with a different device. No patient complications were reported and the patient status is stable. However, analysis of the returned device revealed stent damage.